Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly hip was implanted on (B)(6) 2018. A few days before revision intervention patient did visit surgeon because hip prosthesis was making a squeaking noise. Patient experienced a progressive pain level so revision surgery "s'imposed". During revision surgery surgeon discovered that liner was broken in 3 pieces. Additional information received 03/15/2019. Added patient weight. (Also added customer phone number).